Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was defective. The cause of the inability to activate the device is the defective response button cable. The root cause of the defective cable cannot be positively identified. No adverse event resulted from the defective response button cable. The pt received a replacement monitor.